Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted (B)(6) 2011; 4574 lead, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting thresholds higher than the programmed output and the patient experienced chest pain and shortness of breath . Lead output was increased and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.